Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor did not pass the defibrillation test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device did not pass the defibrillation test and an analysis was performed. There was no reported patient involvement. Results of functional testing indicate the equipment failed the operation test and, specifically, the defibrillation test. The hardware error log was checked and the error codes "7:38 - defib test failure and 7:34:10- pacer rfu: hv capacitor energy low" were present. The therapy capacitor was replaced and the operation test was completed. The device was returned to full functionality. The investigation concludes that no further action is required at this time.